Event description:
It was reported that during a laparoscopic gastric bypass, the seal cap assembly partially separated and resulted in loss of pneumo for the rest of the case. The case was completed with the leaking device. There was not consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.